Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the distorted audio condition which was not reproduced. The reported symptom was confirmed and caused by a failed processor pcb. The failed processor pcb was replaced.

Event description:
During baxter's functionality testing, it was found that a spectrum pump had distorted audio. There was no pt involvement.